Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to moisture damage keypad trace. Analysis was unable to perform the displacement test due to keypad anomaly. The insulin pump had missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 193 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.